Manufacturer narrative:
The surgeon attempted to place a 3.5mm certex screw in the cervical spine and the screw would not disengage from the driver. The screw was then explanted. When the surgeon examined the driver, it was missing part of the metal band just under the threads. A new screw was placed with another driver. There was no harm to the patient and any delay was negligible. The complaint instrument was received and a visual inspection was performed, the instrument was as described by the complainant. The pedicle screw was returned with the driver, and it will not disengage from the broken square thread assembly. A funtionality test could not be performed. A DHR review was reviewed for both the driver and the pedicle screw. There were no manufacturing anomalies identified, and the parts met all the required specifications prior to being released for distribution. The corresponding surgical technique guides outline the steps that must be performed to correclty load and place pedicle screws. It is unclear if all steps in the surgical techniqure guide were followed when loading and placing the pedicle screw.

Event description:
The surgeon attempted to place a 3.5mm certex screw in the cervical spine and the screw would not disengage from the driver. The screw was then explanted. When the surgeon examined the driver, it was missing part of the metal band just under the threads. A new screw was placed with another driver. There was no harm to the patient and any delay was negligible.